Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer was allegedly backing out of the elevator and turning. As she turned, the motor kicked in and allegedly jolted the scooter and forced the consumer out of the seat onto her right hip.

Manufacturer narrative:
Date of event was corrected. The device was previously returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer was allegedly backing out of the elevator and turning. As she turned, the motor kicked in and allegedly jolted the scooter and forced the consumer out of the seat onto her right hip.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer was allegedly backing out of the elevator and turning. As she turned, the motor kicked in and allegedly jolted the scooter and forced the consumer out of the seat onto her right hip.